Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was excessive pneumo loss at the seal throughout the case. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the h12lp device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the mfg requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.